Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, multiple cartridges had to be loaded before the pump would accept a cartridge. No additional information was provided. Although multiple attempts were made by tandem technical support, customer did not reply.